Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity. It was reported that it was reported that the healthcare provider (hcp) contacted the manufacturer representative (rep) regarding an alert for a memory error that occurred and the "drug info was not there" on the programmer. The rep brought hcp on the line and the manufacturer's technical services specialist (tss) advised hcp to get pump logs; logs showed only recent pump updates and no issues with the pump. There were no audible alarms from the pump. The rep stated that there was an alert with service code 112. The hcp entered appropriate drug and infusion settings and updated the pump. The troubleshooting steps that were taken on the call resolved the issue.